Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between sensor glucose reading and blood glucose reading. The customer reported no adverse event. The event involved product(s) mmt-7020la. Troubleshooting was performed. Sensor glucose value from reported event is 64 mg/dl and blood glucose value from reported event is 120 mg/dl. The difference in value between sensor glucose and blood glucose was 56 mg/dl, which was not within range. No harm requiring medical intervention was reported. No product return is required for mmt-7020la.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Following our receipt of the one returned used sensor performed a visual inspection to check for physical damage and none was found. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings place sensor under microscope and found gold trace damage. See attached file for details. In summary, the customer complaint of sensor glucose vs. Blood glucose event was confirmed. Sensor failed for high readings, found sensor damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.